Event description:
During the procedure, it was reported catheter had noise on all the poles. It introduces noise on the whole system. Issue was resolved after the catheter was replaced. Additional information received stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The noise occurred on both carto and the recording system at the same time. Nothing could be read on the screen.

Manufacturer narrative:
(B)(4).